Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 9311739. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: the defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage. The following information was provided by the initial reporter: after the completion of the parturition of patient, the nurse followed the doctor's advice to use the needle free closed infusion joint of the diaphragm when pumping liquid into the vein of the child. The leakage at the connection of the positive pressure joint was found, and the connection was confirmed to be correct. It was replaced after the product quality problem and the infusion operation was completed.